Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. There was nothing found to indicate there was a mfg related cause for this event. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that two days post implant, a vena cava filter was seen on a routine abdominal x-ray to have migrated caudally one vertebral body. Allegedly, 2-3 filter legs appear to be perforating the cava wall by 3-5 mm. There was no report of extravasation. The filter remains implanted. There was no report of injury to the asymptomatic pt.